Manufacturer narrative:
A visual examination of the returned device noted the clip assembly detached from the bushing but still attached to the control wire via the tension breaker and the yoke. The prongs would not open but the clip assembly could be deployed. A kink was noticed in the control wire. The prongs were not locked into the capsule. The tip of the over sheath was noted to be torn. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01122 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01123 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonic polypectomy procedure performed on (B)(6) 2015 according to the complainant, during the procedure, the clip would not release from the catheter to deploy. A second resolution clip device was opened; however, the same issue occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01122 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01123 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonic polypectomy procedure performed on (B)(6) 2015 according to the complainant, during the procedure, the clip would not release from the catheter to deploy. A second resolution clip device was opened; however, the same issue occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.